Event description:
It was reported that the arctic sun device had filling problem. Per follow up information received via email on 17feb2023, there was no adverse patient outcome or injury.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During testing, it was confirmed that the pressure was -12 psi on startup. Manifold assembly was replaced. The device underwent and passed testing after all repairs. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.